Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient had a problem with the cassettes 2 times last week. The pump beeped 20 minutes early to indicate that the cartridge needs to be changed. When changing, the bag turned out to be in the cassette vacuumed, but not to be empty. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.